Manufacturer narrative:
The lot number of the 0.014" guidewire that was involved in the reported event was not reported as the customer discarded the packaging. Therefore, the expiration date and UDI number are not available.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). The procedure was converted to carotid endarterectomy. No health consequences or impact to the patient was reported.